Event description:
Caller reported a tandem mobi cartridge alarm, which did not adversely impact their blood glucose levels. Technical support confirmed the occurrence of cartridge alarm 30 and arranged for a replacement pump, as the existing pump was under warranty. The caller was advised on necessary steps, including programming settings and connecting the cgm to the new pump, and instructed to return the malfunctioning pump within 10 days to avoid additional charges.